Event description:
It was reported that scale marking issue occurred before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "on august 14th, 2019, received the complaint from a children's hospital. When the product of a 20ml syringe was opened, the syringe found no scale marking . It was removed after the discovery and was not used on the patient."

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a photo for catalog 301948, lot 1903191, to investigate for this record. Visual evaluation showed that no scale markings were printed in the syringe barrel. As a result, bd was able to verify the reported issue. The process we use to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, bd interposes a special black printing foil. By pressure, the stamp pushes the printing foil and its component is embedded in the barrel wall. The result is a black scale printed on the barrel of the syringe. Conclusion: the reported issue happened at the end of this process, due to a defective foil reel. In this case the foil did not work as expected and was not placed between the stamp and the barren, so the scale was not correctly printed in the barrel. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue occurred before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "on august 14th, 2019, received the complaint from a children's hospital. When the product of a 20ml syringe was opened, the syringe found no scale marking . It was removed after the discovery and was not used on the patient."